Manufacturer narrative:
Spacelab¿s field service engineer (fse) investigated the cause of the malfunction at the time of the event. Together with the customer¿s biomedical engineer, spacelabs fse was able to identify that the device¿s central processing unit (cpu) was the cause of the failure. The fse was able to find and deliver a replacement central station device to the facility. The faulty device has been returned to spacelabs for repair and return to the customer. This report is complete and this particular issue is considered to be closed.

Event description:
Spacelabs received a report on (B)(6) 2019, that the customer¿s central station monitoring device suddenly stopped monitoring and only a blue screen appeared with a message warning of a ¿memory crash dump¿. No injuries were reported in association with this event.